Event description:
Customer reported as follows: doing a procedure on left sfa. Catapult sheath was placed on right common femoral. We went up and over the bifurcation, placed the sheath in the left femoral. We used ivus, 2.00 rota burr, charger balloon and innova stent. As we were removing the sheath to finish the case we saw a crack right below the hub of the sheath. The sheath was removed and the case was completed with no patient injury.

Manufacturer narrative:
The device was returned for the evaluation. Visual inspection before cleaning/decontamination: the devices were inspected at the cleaning lab. The package contained one piece of sheath 6f, straight. There is a crack in area below the hub almost all around, a part of the sheath remains inside of the hub. No other abnormalities or surface damages were found. Visual inspection after cleaning/decontamination a visual inspection was performed post cleaning and disinfection per hmhk-0042-wi-0006: handling of contaminated devices. Inspection was focused for the crack area below the hub. The hub is not separated from the sheath, there is the coil wire partly twisted into a spiral. A part of the sheath is remaining inside of the hub, the connection between the hub and the sheath is not damaged. Thread pitch of the coil is not affected near the crack. Strength (tear out) test of the sheath: it was prepared 3 segments from the sample and the strength test was performed with following result: segment1 - 66,1 n; segment2 - 70,5 n; segment3 - 75,3 n. Minimal strength force requirement is 15n. (As per iso10555-1). Manufacturing process description: the sheath assembly is a part of operation 10, according to mpp cfg-16000-001. There is a forming device on which the inner and outer layers with the coil. Between are connected by using of hot air. The hub moulding process is a part of operation 50. Inspection process there is a visual inspection following after each manufacturing step. During final inspection are performed following tests: 100% leakage test, ID test by means of the pin, dimension test and strength test. The strength test is performed on the beginning and the end of production batch with minimal force requirement 15 n. DHR review: there was no ncr applicable for the lot. According to given summary of the ecos applicable for the complaint lot, it is not related to the complaint case. Evaluation of use information (IFU) the use of the dilator during the sheath removing is prescribed by the IFU. There is no sign that the problem was caused by any of cmi processes. Based on the data collected, damage of the sheath was likely caused during its removal. It was confirmed by customer, the dilator was not used during removal. The root cause relates to the user who did not follow the IFU. The spirally shape of the coil wire was probably caused by the action of turning the hub. A local loading of the sheath for torsion and tension without the use of the dilator caused the crack. This theory was verified by a practical test, with a result visually similar to the claimed sample. Event reporting evaluation was modified in may 2024 based on other complaints received for same failure mode. Now, we understand the failure mode better, and we consider that the device has malfunctioned and would be likely to cause or contribute to serious injury, if the malfunction were to recur. Rationale: a shaft fracture just below the hub can lead to blood loss. If the fracture remains unnoticed, significant blood loss may occur, which might cause or contribute to serious injury. Therefore, compared to the initial investigation now we consider the incident reportable in the us, as a 30-day MDR.